Manufacturer narrative:
Additional information was received on 26 jan 2023 and section h11 should be reported as: the manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service center, the device was visually inspected and found no evidence of foam degradation. The device's downloaded logs were reviewed by the manufacturer service center. There was zero error code found. The manufacturer service center concludes that there were no visible foam degradation. Section g and h updated in this report.

Event description:
The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
¿The manufacturer previously reported on this device in MDR 2518422-2022-54928. This report was submitted as a duplicate report of the previously submitted report.¿